Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
It was stated that the center bristles from the brush head were dislodged during use in dentists and hygienist mouth.